Event description:
A distributor reported a pixel issue on a customer's pump display, affecting their ability to interact with the pump and read the screen. There was no adverse impact to the customer¿s blood glucose level, as levels remained within normal range. The customer planned to use multiple daily injections as a backup therapy, and a replacement pump was arranged by technical support, with instructions for returning the problematic pump given and understood.